Event description:
It was reported there was a lead warning noted in the remote monitoring transmission data. The device was checked at the hospital and it was determined the unipolar and bipolar impedance measurements were high. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. A cosmetic depression was noted on the outer insulation. The distal electrode was covered in blood. There was a fracture in the distal flexed conductor. Concomitant product: 5554 implantable pacing lead (B)(6) 2010. (B)(4).